Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 6 days (11jul2024 ¿ 16jul2024, 13aug2024 per timestamp). Events captured on 13aug2024 took place at abbott. Backup battery fault alarms due to the backup battery not passing load tests were active on 16jul2024 from 07:24:28 - 12:00:01. The alarms cleared when the controller was shut down. The backup battery did not pass the load test due to the loaded voltage being over the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2024 at 11:58:08 and the controller was shut down at 12:00:01. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. Additional information provided on 02aug2024 stated that the alarms resolved by exchanging the controller. The root cause of the reported event was unable to be conclusively determined through this investigation, a corrective and preventive action (CAPA) has been initiated to further investigate backup battery fault alarms without a known root cause. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the hospital due to a backup battery (ebb) fault alarm. The alarm occurred 3 times over a few weeks. The ebb was exchanged 2 weeks ago. The system controller was exchanged which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.